Event description:
Customer reported blood glucose results of 249 mg/dl and 89 mg/dl on the advantage system within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.